Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was stated that the coaguchek xs meter (serial number (B)(4)) was used on the same patient for two tests on the same day. These tests were done one right after the other at 3:00 pm. There were two fingersticks used for the samples, one from each hand. The results were 3.6 inr and 4.8 inr. There was no treatment or medication change done that was based on the meter readings. Both readings were dismissed as inaccurate. Readings were dismissed as incorrect since the patient had a previous laboratory reading of 2.4 inr. The actual date and time of that result was not provided. The patient is feeling fine. The patient's therapeutic range is 2-3 inr. The patient was not on heparin. He does not have any antiphospholipid antibodies. There was no prior change to his diet or medications. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.